Event description:
The customer reported generation of two (2) erroneous low ise (ion selective electrode) sodium patient results with low anion gap (agap), involving the au480 clinical chemistry analyzer. The customer reported that after they rerun the samples, they repeated with higher results. The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
Beckman customer technical specialist (cts) assisted the customer with troubleshooting the device. The customer found buffer reagent crystallization on ise (ion selective electrodes) drain assembly. To resolve the issue, the customer replaced both ise roller tubing and cleaned the ise drain assembly. No further issue was noted after part replacement. Beckman coulter internal identifier is (B)(4).